Event description:
Removal difficulties/detached shaft: it was reported that the balloon catheter could not be removed through the introducer. In addition, the balloon catheter broke when trying to remove.